Event description:
It was reported that during the procedure in the calcified mid right coronary artery (rca), pre-dilatation was performed using an unspecified 2.5x10 balloon. A 3.0x12 rx xience v stent system was advanced. Resistance was felt due to the calcification and force was applied. The stent was deployed at the target site. A dissection occurred at the distal edge of the stent. A 3.0x12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - stent delivery system advanced with force against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.